Event description:
It was reported that this pt has a right upper arm brachio basilic graft, because of frequent recurrence of venous anastomotic stenosis causing either clotting or other issues with dialysis; a stent graft was placed across the venous anastomosis. The stent was seated with a balloon catheter. There was no residual stenosis and flow was excellent. Approximately, two weeks post stent graft implant, the graft re-occluded and two small pseudoaneurysms were observed at the cannulation site, the pt underwent successful thrombectomy. Approximately, three months post stent graft implant, the venous anatomosis presented with a 60% stenosis. Venous angioplasty was performed and the venous anastomosis was dilated; there was no residual stenosis. Final angio demonstrated complete resolution of the stenosis at the venous anastomosis and intragraft.

Manufacturer narrative:
The review of the manufacturing records showed that no remarkable incidents occurred. The stent graft remains implanted; therefore, not available for eval. The event investigation is underway.